Manufacturer narrative:
The incident occurred in (B)(6), (B)(6) is filing this report because the device is also marketed and sold in the u.s. The e-fix has already been restored by the responsible medical supply store. The original mounting situation of the anti-tippers can therefore no longer be reconstructed. The pictures provided by the police also do not give further information about the mounting situation. Due to the examination of the pictures (anti-tipper) and the information provided by the end customer, the right-hand anti-tipper support has been bent out of the mounting (telescopic tube) due to a lateral tilting direction. The wheels of the affected anti-tipper are already noticeably deformed despite the short usage, we make the justified assumption that longer distances had been covered on the anti-tippers. As of the date of this report (B)(6) is only aware of this one case in this constellation. With the information provided (gradient of the road / weight of the person) (B)(6) will try to reconstruct the course of the event in order to possibly gain further knowledge.

Event description:
Medical supply store informed (B)(6) (B)(4) that the enduser/ operator wanted to drive a slope in forward direction. During the drive the wheelchair with attached e-fix began to tip backwards (wheely) and tipped finally onto the two anti-tippers, whereby after several seconds the right anti-tipper snapped away and the wheelchair tipped onto the ground/street. Enduser / operator fell right backwards and suffered a laceration and several bruises on the right side. The e-fix was in use by the end customer for one week at the time of the event. The e-fix and the anti-tipper have been already restored by the medical supply store at the time of awareness of the event and is already back in use at the enduser /operator.

Manufacturer narrative:
Alber has tried to simulate the course of the accident with an identical e-fix and anti-tippers in order to gain further knowledge. A loaded wheelchair (143,6kg) with an identical e-fix was accelerated on a ramp (slope of 11.39%), in order that the wheelchair tilted backwards on the attached anti-tippers (wheely). A total of three consecutive accelerations were carried out. During and after the test, no damage to the anti-tippers was detected. The information provided as well the findings from the test do not allow a clear conclusion to be drawn about the cause of the reported incident. Despite to the fact that the installation situation at the time of the accident is not known, as the e-fix was already restored by the medical supply store, we suspect that the incident was caused by a combination of: "anti-tippers supports set too high (height from flat floor) by the dealer and the weight of the patient".

Event description:
Medical supply store informed alber gmbh that the enduser/ operator wanted to drive a slope in forward direction. During the drive the wheelchair with attached e-fix began to tip backwards (wheely) and tipped finally onto the two anti-tippers, whereby after several seconds the right anti-tipper snapped away and the wheelchair tipped onto the ground/street. Enduser / operator fell right backwards and suffered a laceration and several bruises on the right side. The e-fix was in use by the end customer for one week at the time of the event. The e-fix and the anti-tipper have been already restored by the medical supply store at the time of awareness of the event and is already back in use at the enduser /operator.